Event description:
A report was received stating a ventilator generated a blank graphical user interface (gui) during ventilation of a patient. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended completing a ground isolation check and replacing the gui cable. During a follow-up with the user facility, it was reported that the gui/bdu (breath delivery unit) cable was replaced to resolve the issue. The device was reported to have passed performed testing.